Event description:
The user was explanted on (B)(6) 2025, and the explant was received on (B)(6) 2025 with no further information. The user has been re-implanted. Additional information received stated that the user hit her head and then was no longer able to hear with the implant.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user was no longer able to hear with the device after a trauma to the head. The user has been re-implanted with a new device.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or problem which is expected to have been present whilst implanted. Damages found are attributable to the removal surgery. According to the received information from the field, the recipient suffered from a head trauma, which likely caused a migration of the floating mass transducer (fmt) from its intended position, resulting in the subsequent lack of benefit from the device. This is a final report.